Event description:
The product was not changed out.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) reiterated with the user proper charging practices. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the battery condition. She confirmed that the unit had not been powered on for 12 days before the time of the incident. The end user confirmed that after charging, the green battery condition was achieved. The unit operated to the manufacturer's specifications. Per data log analysis, on (B)(6) 2019 the system powered down with battery capacity full (15/16). The next power up is on (B)(6) 2019 at 06:04:17 am, and the system is powered up on battery backup. Alternating current (ac) power is restored and battery capacity is adjusted based on storage time and battery backup time to 12/16. This may be low enough to cause a red light emitting diode (led). The system is run on battery four more times before it is powered off at 07:16:29 am. Battery capacity is still at 12/16. The system is powered up again at 12:24:33 pm. The system is run on battery for a short time and powered off again. Battery capacity is still at 12/16. The next power up is on (B)(6) 2019 at 06:00:56 am. Based on storage time the battery capacity is reduced to 9/16, the led would be red as reported. Battery backup is engaged at 7:24:04 am and ac power is restored at 07:24:56 am. The system is allowed to charge for three more hours and then powered down. The battery was fully charged at 09:12:06 am and the capacity is set to full (15/16). The led would be green now. The log does confirm the led was red, but not in error. There is no indication of a problem with the system or the batteries in the log. It is possible the end user assumed the batteries would be changed with the system powered off and connected to ac power. The batteries will only be charged if the system is connected to ac power and powered on. The batteries were not charged all night as reported. This complaint is related to cr-(B)(4)/ medwatch #1828100-2019-00586

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a red battery light after charging all night. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.